Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d17307, implanted: (B)(6) 2012, product type: accessory. Product ID: 8590-1, lot# n318918, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2012-, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare provider (hcp) via a device manufacture representative regarding a patient receiving morphine (4.5mg/ml at 3.0 mg/day, unknown lot number), bupivacaine (15 mg/ml at 10.1 mg/day, unknown lot number), clonidine (300 mcg/ml at 201.8 mcg/day, unknown lot number) and fentanyl (3000 mcg/ml at 2018.3 mcg/day) via a pump. The pump indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. The hcp reported that an error code of 8476 (motor stall) was seen on a personal therapy manager (ptm). The motor stall was seen at interrogation and the event log report noted the stall to have occurred on (B)(6) 2015, with a recovery noted on (B)(6) 2015. The patient did not recently have an MRI and the cause of the motor stall was not known. The patient had a sudden onset of withdrawal symptoms within around one hour of hearing the alarm. It was later reported by the device manufacture representative that the pump had been replaced. Follow-up had been requested, but was not available at the time of the report. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the pump stalled and "broke/quit working." The pump was removed on (B)(6) 2015. The health care provider (hcp) had kept the pump for months, and after it was discovered that it had not been sent back (october/november) , they had since made arrangements to get the pump in for analysis. Patient was curious about the status of the explant. The pump had not been received for analysis. Additional information received from the pathology lab via the manufacturing representative reported that we must send a fax requesting the pump, as after explant the pump had been sent for pathology. The manufacturing representative had been waiting to hear from the hcp office further information was reported by the patient that stated she had 15 spine surgeries over her lifetime, and the "pump breaking blew the lid off her skull." The patient was dissatisfied with her surgeon, and felt that the manufacturing representative was supposed to be picking up the device. The patient felt that she should not be the one that was calling pathology dealing with this. The pump still had not been received for analysis at this time. Indication for use of the device was for also noted as spinal pain.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Event description:
The device was returned with no new information.

Manufacturer narrative:
After analysis and review, the previously reported eval code was updated.